Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient had a history of gastrointestinal (gi) bleeding. The patient in recovery with an ejection fraction (ef) of 45 percent and is doing well other than occasional gi bleeding. The patient was explanted off the pump for recover, via a subcostal approach.